Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for syncope, frequent dizziness and abnormal ventricular assist device (vad) numbers. The patient's pulsatility index (pi) is fluctuating between 1.6 and 7. A log file review was requested. During the analysis of the log files technical services observed 128 pi events that were occurring on (B)(6) 2021 from 8:18:53 to 9:57:30. All pi events will cause the heartmate 3 vad speed to drop to its low speed limit, which is currently set at 5300 rpm. The cause of the pi events was noted to be the patient's progressing right ventricular (rv) failure. The patient was discharged from hospital after aggressive diuretics. Their intensive care unit (ICU) course required dobutamine and the patient was evaluated for obstruction by CT scan, which was negative. The patient will continue as an outpatient with close follow up in clinic. It was unknown if the rv failure was caused or contributed to by the device. The patient had some concern for rv failure prior to the vad but the extent was unknown. Their plan of care includes work towards transplant evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The controller event log file contained approximately 1.5 hours of data from (B)(6) 2021 that primarily consisted of pulsatility index (pi) events. Of note, pi events cause the set speed to decrease to the low speed limit and slowly ramp back up. There were no notable alarms, and the log file appeared to capture the pump operating as intended at the set speed. The account reported that the patient was admitted for syncope and frequent dizziness. The patient reportedly had progressing right ventricular failure. The patient was started on diuretics, blood pressure support medication, and had a computed tomography (CT) scan performed, which was negative. The patient would reportedly be continued in outpatient management while working towards transplant evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 27aug2019. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 4-24 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 also notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. No further information was provided. The manufacturer is closing the file on this event.